Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's mother reported via phone call that the insulin pump alarmed with failed battery test after changing the pump battery, and after changing the battery once more, the alarm recurred and the display did not come back on. The patient's blood glucose at the time of incident was 264 mg/dl. Troubleshooting was initiated for the blank display. The customer's mother did not recall any significant events leading to the blank display issues. The customer confirmed that the battery cap contacts, battery compartment, and spring did not have any damage, corrosion, or missing components. A new aaa alkaline battery was inserted into the pump but the display remained blank. Troubleshooting ended there because the mother did not have anymore batteries. No products were returned and a replacement battery cap was shipped to the customer as a courtesy.